Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review of device data, there was an alert for shock lead impedance out of range with a value of 126 ohms. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review of device data, there was an alert for shock lead impedance out of range with a value of 126 ohms. At this time, this device remains in service and there were no adverse patient effects reported.